Manufacturer narrative:
Occupation: clinical nurse educator. Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). H3 other text : device not returned.

Event description:
It was reported that the intra-aortic balloon (iab) was inserted smoothly and the cardiosave intra-aortic balloon pump (iabp) was switched on and prepared as per user manual. However, upon connection to the patient, the iabp generated a fiber optic sensor failure alarm. In an effort to troubleshoot, the iabp was switched on/ off and all connections and cables were checked and correct. The customer was unable to replace the iab due to lack of availability. They were also unable to insert an alternative arterial catheter due to patient clinical limitations. The 500 ml n/saline was transduced and zeroed, and pumping was commenced. The fiber optic sensor failure alarm continued for the duration of therapy (four hours). The patient was then transferred via ambulance to another facility. There was no patient harm or adverse event reported.

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint: (B)(4).

Event description:
N/a.

Manufacturer narrative:
Updated field(s): device available for eval? The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID #: (B)(4).